Event description:
The triple channel colleague cx infusion pump was sent to the biomedical engineering department because the nurse noticed the guardian/drug library settings were altered from the standard set that they utilize. Our in house biomedical engineering department confirmed the guardian/drug library settings had "defaulted" back to the factory settings, and our customized settings that are specific to our hospital were lost (standard drug concentration settings, dosage limits/warnings, etc). The pump did not notify the user of this alteration in the guardian/drug library settings. There are serious patient safety implications associated with this failure including inadvertent over or under-infusion, unintended boluses, etc. This has occurred 2-3 other times in the past with the colleague cx pumps. During testing of the pump by our in house biomedical engineer, it was noted in the device history log that one week prior to the pump coming down for the guardian/drug library issue, the pump was reset due to a depleted battery alarm. The next day (day after the depleted battery alarm), there was an 812.02 failure code noted on channel a of the device, which had rendered channel a inoperable. The nurses continued to use channel b and channel c.